Manufacturer narrative:
The software analysis determined that the behavior described is the intended behavior of the software. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while the manufacturer representative was setting up the system it displayed "localizer not connected" at the bottom of the screen. They confirmed that the emitter was connected properly. The message displayed when they swapped for another emitter on the site as well. Troubleshooting involved determining the instrument interface box was not connected, which turns off the emitter. Connecting the interface box resolved the issue. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while the manufacturer representative was setting up the system it displayed "localizer not connected" at the bottom of the screen. They confirmed that the emitter was connected properly. The message displayed when they swapped for another emitter on the site as well. Troubleshooting involved determining the instrument interface box was not connected, which turns off the emitter. Connecting the interface box resolved the issue. No patient was present at the time of the event.